Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11161, 11662. It was reported the pt felt as if her ipg had pressure or as if was being pushed upon. The sjm rep met with the pt and physician and determined the pt still had implant pain in which she felt spasms around the ipg site. The pt reported it was uncomfortable to site. The pt reported it was uncomfortable to sit, and the pain was present whether the scs system was turned on or off. The pt was prescribed a muscle relaxant, and it was recommended to turn the system off for a month. The pt met with the physician again, due to nausea, cramps, weakness, and chills. The physician reviewed the situation, and x-rays were taken. It was reported one of the leads had migrated. The physician did not see other anomalies. It was reported the system was functioning properly and providing relief. Further f/u found the physician explanted the scs system. It was reported the physician did not feel the pt was a good candidate for the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.